Event description:
It is reported that the patient received a mix match with implants consisting of a finsbury acetabular cup, modular head, and zimmer femoral stem.

Manufacturer narrative:
Event problem codes; patient: 3190 and device: 3191. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is reported that the finsbury adept, acetabular cup and modular head were used with a unknown zimmer femoral stem. Zimmer has not tested the compatibility of this combination of devices, and this would be conswidered an off-label use of this product as indicated on the packaging insert. With the information provided it is unknown if the product incompatibility caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.